Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant and hybrid temp abutment were placed in ada site 10 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient had trauma (chewing on tooth out of occlusion) and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant and hybrid temp abutment were placed in ada site 10 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports patient had trauma (chewing on tooth out of occlusion) and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).